Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer was damaged and appeared to have been dropped. The programmer screen was broken, the lower case was cracked, and the lower and upper handles were cracked. Analysis also noted that the touchscreen was out of calibration. The touchscreen assembly was replaced and the touchscreen connector was cleaned, reseated, and the parameters were reset. All broken components were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as a dropped product subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.